Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for aortic regurgitation and stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic pericardial valve was failing after an implant duration of approximately ten (10) years and five (5) months and was corrected by a valve-in-valve procedure. Through follow up with the health care provider, it was learned the valve-in-valve procedure was due to aortic insufficiency and acute on chronic heart failure. A second device, a 9300tfx 23mm, was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. This patient had a history of aortic stenosis, coronary artery disease and hypertension. Her intraoperative tee showed a degenerated bioprosthesis with severe eccentric aortic insufficiency. After implant of the sapien valve, there was excellent hemostasis. Patient left the operative room in satisfactory condition.